Event description:
Patient underwent a gastric bypass in 1999. Was brought back to surgery 6 days later for wound dehiscience. As the surgeon pulled out the #2 ethilon sutures, they broke extremely easily. They broke further down on the strand from the knot.